Manufacturer narrative:
The device with model 37761 serial# (B)(6)was received for product analysis. The analysis found bent/broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller had a frayed desktop charger cord. Caller reported that the desktop charger had been frayed for a couple of months. Agent reviewed information. An email was sent to the repair department to replace the frayed cord.